Manufacturer narrative:
The device was received by resmed and an evaluation was performed. No total power failure event was recorded in the device logs. Device testing was not able to reproduce the reported failure. The evaluation found that an older battery assembly was installed in the device, therefore, it was determined that the device fault was due to a defective battery. The battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly after only 2.5 hours of runtime while using the internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by resmed. In-house testing could not reproduce the reported power issue. Review of the device logs did not confirm the reported power failure and revealed the occurrence of a system fault error message (sf 65) indicating program data corruption. The investigation determined that system fault error message (sf 65) was due to a software issue. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly after only 2.5 hours of runtime while using the internal battery. There was no patient injury reported as a result of this incident.